Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 7.2 mmol/l at the time of incident. The customer was assisted with troubleshooting and stated that the insulin pump alarmed another pump error after self test was performed. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm, insulin flow blocked alarms or prime anomalies were noted during testing. No hardware low level failures error are found in the formatted history files.